Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation: user reprocessing differed from the instructions for use (IFU) recommendation in brushing process for the forceps elevator. The facility staff was less trained in usual reprocessing and/or device handling as per IFU. A definitive root cause cannot be identified. IFU (reprocessing manual) specifies as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Cleaning and disinfectant solutions used with the endoscope are orthophthaldialdehyde/ db laboratories. It is not known how often the minimum effective concentration is being checked. The facility does not have an automatic endoscopy reprocessor (aer). The endoscope channel is being brushed during manual cleaning with a reusable olympus bw-20t. Pre-cleaning is being performed immediately after a procedure. The pre-cleaning steps that should be performed are: the insertion tube is cleaned with a moistened gauze. Then water or enzymatic soap is aspirated and irrigated with the adapter. It cannot be confirmed if this was done for the event. Leak test for the endoscope is performed with olympus mb-155 leak tester, though it cannot be confirmed if this was done for the event. All reprocessing personnel trained on how to properly reprocess an endoscope. The last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was on july 11, 2019. Changes in staffing at the facility are not known.

Manufacturer narrative:
Additional information is not yet available for this device. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
The device was returned for routine maintenance by the customer to the distributor. At the time of inspection done by the distributor, foreign material was found on the device distal end. This medwatch is being submitted for the foreign material found.